Manufacturer narrative:
The local area sales representative was contacted for additional information. The available information suggests this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of 105 - 110 ohms. A latitude alert was later issued due to shock impedance measurements greater than 125 ohms.